Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the covera vascular covered stent products that are cleared in the us. The pro code and 510 k number for the covera vascular covered stent products are identified in d2 and g4. H10: manufacturing review: the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the stent delivery system was returned for evaluation. The safety lock slider was found unlocked and the deployment wheel was blocked, while the stent was partially deployed for 3 mm. The handle of the deployment system was opened, and the deployment mechanism was found undamaged. Therefore, the blockage was considered to be related to the catheter of the deployment system, respectively to increased friction of the loaded covered stent. Based on sample evaluation, the reported impossibility to deploy the stent completely is confirmed. However, a definite root cause for the reported issue could not be determined. Labeling review: in reviewing the relevant labeling for this product the potential issue was found addressed. Regarding correct deployment the instructions for use states "(....) Maintain a stationary hold on the white stability sheath during covered stent deployment (¿). Hold the white stability sheath as close as possible to the introducer without touching the dark brown moving catheter of the distal catheter assembly. Maintain the remainder of the white stability sheath (...) Relaxed and avoid tension." Regarding preparation and accessories, the instructions for use states: "pre-dilate the stenosis with a pta balloon catheter of appropriate length and diameter for the lesion to be treated." And states that a 0.035 inch (0.89 mm) guidewire of appropriate length and an introducer sheath with appropriate inner diameter is required. H10: d4 (expiry date: 04/2024), g3 h11: h6 (result, conclusion) h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a stent placement procedure, the stent allegedly deployed partially. It was further reported that the stent was removed and the procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
The catalog number identified in section d4 has not been cleared in the us but is similar to the covera vascular covered stent products that are cleared in the us. The pro code and 510 k number for the covera vascular covered stent products are identified in common device name and PMA/510k. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. (Expiry date: 04/2024).

Event description:
It was reported that during a stent placement procedure, the stent allegedly deployed partially. It was further reported that the stent was removed. The procedure was completed using another device. There was no reported patient injury.